Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer stated that his blood glucose would drop and rise. He was hospitalized with blood glucose of 398 mg/dl on (B)(6) 2015. He stated that his glucose meter read high, indicating blood glucose higher than 600 mg/dl, leading up to the event. He complained of not feeling well and stated that he had treated with 13 units of insulin prior to the emergency room visit. He experienced an early onset of diabetic ketoacidosis. He reported that he had a low blood glucose event leading to the hospitalization for high blood glucose. The customer's blood glucose was 13 mg/dl. He treated with glucose tablets. He advised that he had been experiencing low blood glucose for the past, noting that he had been having extreme highs and lows. He advised that he would call back to troubleshoot later. His most recent blood glucose was 133 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.